Event description:
It was reported to philips that the device was not charging. There was no patient involvement.

Event description:
It was reported to philips that the device failed to charge and subsequently emitted an audible chirp. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a loose battery connection. It was additionally noted by fse that the battery had reached end of life and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.